Event description:
"The user facility is returned three sets due to the leakage at the three way stop cock. The devices were not used on pts." - incident report integra life sciences. They stated that leakage was observed during a pre-test/setup. There was no pt contact.